Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.0-3.0. All lab results done within an hour of the meter result. Doctor increased the pt's coumadin dose on (B)(6) 2011 and decreased the pt's coumadin dose on (B)(6) 2011. Pt notice bruises on (B)(6) 2011.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warnings. "Do no use repetitive pressure to collect the sample. "Squeezing the fingerstick site excessively (milking) release interstitial fluid and may cause inaccurate results. Pt is taking several medications (rythmol, metropolol for fibrillation, omeprazole, micardis, advair, pravastatin, singulair, warfarin, calcium). Per product user guide, "certain prescription drugs and over-the- counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Recent test conducted on lot 243104 on (B)(6) 2011 met both accuracy and precision criteria. Test results are as follows: donor 80 = 3.2, 3.4, 2.8 inr; donor 81= 1.6, 1.7, none inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 80 (2.41 inr) and donor 81 (1.56 inr), respectively. In-house test results have 9.75% and 4.29%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability of inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(6) 2011, (B)(4) discrepant result complaints were reported for lot# 243104 yielding a complaint rate of (B)(4). Action threshold (B)(4) has reached. (B)(4). Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.